Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer was in the hospital for low blood glucose of 42 mg/dl. The customer was treated with food. The customer does not know what caused the low blood glucose. The customer was assisted with trouble shooting the insulin pump and everything seemed to be working fine. The customer was advised to monitor the pump for any issues. No further information was provided.